Manufacturer narrative:
Review of lot 17158531 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt. Addendum ((B)(6) 2015): additional information was provided by the affiliate. The balloon would not deflate completely after the third inflation. The balloon was not able to be fully deflated before attempting to remove the device. According to the affiliate, the device ¿may¿ have leaked since after removal there was blood in the balloon. The balloon seemed to ¿stick¿ to the placed stent. The user had to pull everything out of the patient. The access site was lost after removal of the products and the user did not obtain another access site in order to proceed with the procedure. There was no patient injury. The patient is reportedly okay. The patient was a (B)(6) with congenital heart disease. The intended procedure was to widen the already placed stent in the pulmonary vessel. The lesion was not calcified, tortuous, or stenosed. The device had been inserted into the patient one time. There was no difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The product prepped normally. The same indeflator was used successfully with the other devices. There was no resistance/friction noted while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty reported advancing the balloon catheter through the vessel. A procedural cd is not available for review.

Manufacturer narrative:
The product was received on 9/25/15 for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: the .014¿ 7.0 x 15 142cm aviator plus balloon catheter (bc) was used off-label with a small child to open a stent a little more. They used the balloon in the inferior vena cava with a wire, used a short sheath, inflated the balloon 2 (two) times, and the second time it did not deflate completely. When they wanted to pull back the balloon, it wouldn¿t come back, and they then had to carefully take all out of the patient. There was no report of patient injury. The balloon would not deflate completely after the third inflation. The balloon was not able to be fully deflated before attempting to remove the device. According to the affiliate, the device ¿may¿ have leaked since after removal there was blood in the balloon. The balloon seemed to ¿stick¿ to the placed stent. The user had to pull everything out of the patient. The access site was lost after removal of the products and the user did not obtain another access site in order to proceed with the procedure. There was no patient injury. The patient is reportedly okay. The patient was a child with congenital heart disease. The intended procedure was to widen the already placed stent in the pulmonary vessel. The lesion was not calcified, tortuous, or stenotic. The device had been inserted into the patient one time. There was no difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The product prepped normally. The same indeflator was used successfully with the other devices. There was no resistance/friction noted while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty reported advancing the balloon catheter through the vessel. A procedural cd is not available for review. The product was returned for analysis. A non-sterile aviator plus .014¿ 7.0x15 142cm bc was returned along with an inflator-deflator device and an unknown .014¿ guide wire. Per visual analysis, the unit was returned kinked/ compressed and torn/ruptured on body shaft of catheter from 23.0 cm to 26.0 cm approximately from distal. The balloon¿s catheter seems to have been previously inflated and partially (not completely) deflated. Blood residues were observed on the unit. Per dimensional analysis the od (outer diameter) of the proximal balloon seal was measured and was found to be within specifications. A functional analysis to perform the inflation/ deflation test could not be performed due to the kinked/ compressed and torn/ruptured condition of the unit. A device history record (DHR) review of lot 17158531 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty-partial or slow¿ and ¿pta system withdrawal difficulty¿ was confirmed through analysis of the returned device due to the condition of the device. However, device could not be properly evaluated due to the kinked/ compressed and torn/ruptured conditions found. The exact cause of the events could not be determined during analysis. Based on the information available for review, procedural factors may have contributed to the damage. According to the instructions for use the cordis aviator plus pta balloon dilatation catheter is indicated for percutaneous transluminal angioplasty in the peripheral vasculature, including iliac, femoral, ilio-femoral, popliteal, infra popliteal, renal, and carotid arteries, and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. This device is also indicated for post dilatation of balloon-expandable and self-expanding stents in the peripheral vasculature. Do not retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Prior to use, the device should be examined to verify functionality and integrity, and ensure that its size is suitable for the specific procedure. Crossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Caution: if strong resistance is met during advancement or withdrawal of the balloon catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Note: in case of post-dilatation, slowly withdraw the balloon from the stent. Observe removal of the balloon under fluoroscopy to ensure that the balloon disengages from the stent. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown. The health facility is erasmus medical center. (B)(6).

Event description:
The report received from the affiliate indicated that the .014 7.0x15 142cm aviator plus balloon was used off-label with a small child to open a formula stent a little more. They used the balloon in the inferior vena cava with an iron man wire, used a short sheath, inflated the balloon 2 times, and the second time it did not deflate completely. When they wanted to pull back the balloon, it wouldn¿t come back, then they had to carefully take all out of the patient. There was no report of patient injury. The product will be returned for analysis. "They just want to know if they did something wrong, and if we have some advice."